Manufacturer narrative:
Follow-up #1 date of submission 01/28/2014-device evaluation:the pump has been returned and evaluated by product analysis on 01/15/2014 with the following findings:animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Multiple scratches were observed on the pump display lens. The display screen also appeared dim and discolored. Unrelated to the complaint, a crack was observed along the pump battery compartment threads.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (damaged) issue. The reporter stated that the display screen on the pump became rough and difficult to see after a mosquito repellent wipe was placed in the user¿s pocket with the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.